Event description:
Medtronic received information regarding a navigation system being used prior to a tumorectomy procedure. It was reported that a camera communication error occurred. The issue did not resolve after a system reboot. The procedure was done with a different navigation system onsite. This occurred prior to the patient being in the room, there was no impact on their outcome.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). G2: foreign country - japan h3, h6: multiple fdd/annex a codes were reported. Both a12 and a1102 were coded for the camera communication error. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. Otherwise, the psu passed an accuracy test (aak) at .123mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.